Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient was recently diagnosed with multiple myeloma and is not sure if it is related to the device. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient was recently diagnosed with multiple myeloma and is not sure if it is related to the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 03/07/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that evidence of sound abatement foam degradation/breakdown was found in this device. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply/ac power cord. Pil observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings are 12 errors were logged, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. Section g3 has been updated. In addition, appropriate code updated/corrected.